Manufacturer narrative:
The hmii instructions for use and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: corrected data. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section d4, h4: additional information. The reported driveline damage could not be confirmed through this evaluation. The account reported the driveline showed signs of twisting and featured an area repaired with rescue. No photo was submitted for evaluation. No interruptions in device therapy or related alarms were reported. The device operated as intended above the low speed limit for the duration of the submitted log file. The account noted the patient does not take good care of their equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months.  The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the external percutaneous lead (driveline) was twisted and there was an area with rescue tape applied. The rescue tape was applied on (B)(6) 2018 and reinforced on (B)(6) 2018. The customer reported that the patient does not take very good care of the equipment. No additional information was provided.